Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a more further and detailed evaluation, however customer provided logs (history files) which are the history devide of the pumps and a review of them was perfomed. Results of the log review said the following: s/n (B)(6). Log review shows on (B)(6) 2023 and 9:22am an infusion start of 80ml/hr and 950ml. At 2:49pm with a volume of 436.59ml a bolus of 200ml. At 3:25pm with a volume of 671.91ml a bolus of 100ml. At 3:31pm with a volume of 772.27ml a bolus of 20ml. At 4:04pm infusion was stopped with a volume of 834.59ml and no further infusions taking place. S/n (B)(6). Log review shows on (B)(6) 2023 and 12:45pm an infusion start of 100ml/hr and 800ml. At 12:45pm with a volume of .25ml a bolus of 2ml. At 12:46pm a new rate of 150ml/hr. At 12:49pm with a volume of 9.59ml a bolus of 20ml. At 12:49pm with a volume of 29.60ml a pressure alarm. At 12:50pm an infusion start. At 1:10pm with a volume of 81.02ml a bolus of 400ml. At 2:39pm with a volume of 654.17ml, a new rate of 250ml/hr. At 2:59pm with a volume of 725.89ml, a new rate of 150ml/hr. At 3:03pm standby. At 3:27pm pump was brought out of standby and infusion started. At 3:43pm vtbi near end alarmed. At 3:57pm with a volume of 797.91 new vtbi was set to 102ml. At 4:22pm new rate set to 250ml/hr and new vtbi set to 237.3ml at 4:29pm with a volume of 887.5ml a pressure alarm and at 4:29pm an infusion start. At 5:19pm with a volume of 1095.37ml vtbi near end alarmed and new vtbi set to 13.54ml. At 5:22pm with a volume of 1105.37ml new rate was set to 50ml/hr at 5:25pm infusion was stopped with a volume infused to 1108.45ml with no further infusions taking place. Based in the log evaluation defect alarm was not confirmed.

Event description:
As reported by the user facility: IV line infiltrated during bolus and pump continued to infuse. Pump does not alarm for high pressure alarms when infiltrated. Patient had significant extravasation, circulation compromise (dark purple-black discoloration) and edema which required a left forearm fasciotomy & carpal tunnel release (b: moderate to serious - temporary injury requiring medical intervention).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.